Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was a non-user of his device for several years due to a performance decrement. He has been counselled to begin using the device to obtain a binaural summation. The implanted device remains.